Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the customer was doing a correction and had a motor error alarm on the insulin pump. Customer's blood glucose was 591 mg/dl. Customer's mother treated the customer with a manual injection. Customer's blood glucose is 91 mg/dl. Customer was assisted in clearing the alarm. Caller stated the drive support cap appears normal and the pump was not exposed to a high magnetic fried. Customer had a weak battery alarm, motor error alarm, and no delivery alarms in the alarm history. Caller stated that they are able to rewind the pump and the alarm occurred during bolus delivery. Caller stated that the pump was not dropped or bumped. Troubleshooting was performed. The motor error alarm did not occur during pump rewind or priming. The pump passed the self test. Customer was advised to do a complete set change and monitor the pump. It was explained that the alarm may have been related to a site issue.